Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and information obtained when medical surveillance specialist reviewed the call. The patient reported that the meter issue began, at 8.30 am on (B)(6) 2017, alleging that he obtained an alleged inaccurately high blood glucose result of ¿130 mg/dl¿ on the subject meter compared to ¿121 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes with oral medication. It is not known if he made any changes to his normal diabetes regimen. The patient reported that a few minutes after the meter issue, he developed symptoms of ¿feeling dizzy, blurred vision, thirsty and couldn¿t get up¿. The patient reported that he self-treated the symptoms with some ¿apple juice¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.